Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, delivery stopped, and the user was unable to proceed despite multiple restarts and notification clears, resulting in failure to infuse insulin and subsequent manual subcutaneous insulin injections per hcp guidance; the ilet serial number was a140932 and the user was on a steel infusion set on the thigh with a libre cgm. Symptoms included hyperglycemia with cgm readings over 400 and no reported physical symptoms. Outcomes included an unexpected medical intervention with medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in connection with a firmware component that led to failure to infuse due to the rewind error. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.